Event description:
The customer reported being unable to test due to his adc blood glucose meter blinking on and off. As a result, the customer experienced a loss of consciousness, and shaking, and was unable to self-treat. The customer was provided nasal spray and grape juice from their spouse for treatment. Reportedly, a post-treatment sensor scan of 178 mg/dl was obtained and no further information was provided. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader. No issues were observed. Built-in reader test was performed and all tests passed. Flashing on/off display was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to test due to his adc blood glucose meter blinking on and off. As a result, the customer experienced a loss of consciousness, and shaking, and was unable to self-treat. The customer was provided nasal spray and grape juice from their spouse for treatment. Reportedly, a post-treatment sensor scan of 178 mg/dl was obtained and no further information was provided. There was no report of death or permanent impairment associated with this event.